Event description:
During preparation for use, diagnostic messages indicated that the backup battery may not be fully charged. The pump system remained fully functional; however the status of the back up batteries was not assured. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.